Event description:
Callers reports device malfunctioned this weekend. She states while taking a nap in her chair the back of the chair slipped under table and lifted the table 6 inches into the air due to a 5 second delay for the system to operate movements. Caller further states that the system lacks a key to lock the device, a horn, rearview mirrors, cushioning that fits, and the speed controls are sewed on slopes. Caller recalls backing out of an elevator and due to the lack of mirrors ran into a deaf woman and injured her. Caller also states the instructions for operating the device are an abomination, the print is too small and there are too many steps. Caller suggests clearer color coded instructions replace the current ones. Caller also states that better standards, testing, and flow charts are needed prior to approving the device for the public.